Event description:
The reporter stated the technician opened the lens vial of a 13.7mm micl 13.7 implantable collamer lens and poured the lens into a tray, to prepare the lens to be loaded. The technician noted the lens was scratched. The lens was not loaded or used and there was no patient contact. The reporter stated the lens was received defective. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned dry, with dried surgical residue on the lens surface. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a possible root cause of the event was determined that the lens may have been damaged upon removal from the vial. Any sharp instrument used by the facility can cause this type of damage to the lens if the product is handled incorrectly. (B)(4).